Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim and discolored. There was no improvement with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 10/08/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: investigation revealed that the display screen was a pinkish contrast when powering to the verify screen. The pump cover was removed and a new test screen was inserted. The test screen powered on to the verify screen with normal contrast and no discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.